Manufacturer narrative:
(H6) medtronic representative went to the site to test the imaging system and removed covers and found the door winch was in excellent shape, no tangled lines, cable guides secured and physically sound. Troubleshooted gantry controller and found issue there. Replaced door winch on imaging system due to inability to open because cable guide was stretched. System functioning as designed b02, g04035 are applicable h2) the component returned to the manufacturer for analysis and was under analysis. B21, c21, d16 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #:(B)(6), rev. E. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the arm won't open. Representative attempted to manually open the arm with the crank but the door would not open. No patient was present at the time of event.